Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
During trouble shooting, the caller reported missing segments on the compact plus system. No adverse event reported. Requested return of suspect device, and replacement was sent.